Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A thrombus was identified during optical coherence tomography review following a procedure with a diamondback coronary orbital atherectomy device. The procedure reportedly had been completed without incident.

Manufacturer narrative:
Updated fields: b4, b5, g1, g3, g6, h2, h6 h6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that myocardial infarction is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(6)

Event description:
Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a myocardial infarction.

Manufacturer narrative:
Additional information: the original event reported a thrombus based on the post-procedure imaging and biomarker review which was referred to cec for adjudication as per eclipse clinical trial procedures. This event is adjudicated by the cec and no reference to thrombus in relation to an adverse event was noted. Csi ID: (B)(4).